Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 1st related complaint for needle stick (dirty) and for bending during use on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 8mm had a dirty needle stick and needle through the shield. The following information was provided by the initial reporter : the consumer reported that needles bend when trying to draw insulin from vial and when trying to administer a shot to the pet. When re-shielding after use to discard it, the user stabbed the finger on a needle that was sticking out from the shield. User did not seek medical help and does not plan to seek medical help. Date of event : unknown. Samples : no.